Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), potential risks associated with the overall tavr procedure, including potential access complications associated with standard cardiac catheterization procedure, balloon valvuloplasty, and the use of angiography include thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion and/or death. Included under contraindications for the transfemoral procedure are patients with significant aortic disease, including arch atheroma (especially if thick [> 5 mm], protruding or ulcerated) or narrowing (especially with calcification and surface irregularities) of the abdominal or thoracic aorta. Calcification and atheromas (cellular debris, inflammatory cells, and cholesterol) can accumulate along the walls of the vasculature and within cardiac structures, and can vary in size. There may be cases where a patient has a protruding atheroma or calcified plaque prior to the procedure. It is also possible for one of the interventional devices used during the thv procedure to disrupt the material, resulting in mobile debris. Aortic and annular structure tissue or calcification can also be disrupted during ta/tao sheath insertion, balloon valvuloplasty (bav), and deployment of the prosthetic valve. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the information provided, the plaque embolism was most likely caused by the mechanisms above, such as patient factors (thrombotic plaque present in the iliac artery. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(6) affiliate through the (B)(6) registry, embolism at the access site occurred during the tf tavr procedure with a 23mm sapien 3 valve. The valve was implanted without any problems. After the esheath was removed, the catheter site was closed and the aorta clamp was released. However, the flow of the peripheral artery was poor. Angiography revealed that the peripheral artery was not well visualized. Intravascular ultrasound (ivus) confirmed thrombus. The access site was reopened and many thrombotic plaques were observed. Thrombectomy improved the blood flow. The outcome was determined as recovered. Per the medical opinion, thrombotic plaques were present at the area of internal iliac artery (iia) ostia and those plaques migrated into the external iliac artery (eia) as the esheath was removed. Per the medial opinion, the event is procedure related, not the device related. Seriousness was reported as not serious.